Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative via returned product paperwork. It was reported via the logs that the pump was programmed to minimum rate. The logs showed that multiple motor stalls and recoveries occurred, with the stopped pump period may exceed tube set message also appearing multiple times between (B)(6) 2018 and (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found a motor stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving morphine (20 mg/ml at 1 mg/day) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient's concomitant medications included morphine sulfate, vistaril, baclofen, clonidine, symbacort, milk of magnesia, metoprolol, lisniopril, aspirin, and amlodipine. The patient's pertinent medical history included hypertension, hepatitis c, chemical dependency, and thoracic spinal fusion. It was reported that, starting on an unspecified date the patient had a loss of pain control, nausea, vomiting, and heard their pump beeping. There were no environmental/external/patient symptoms reported that may have led or contributed to the issue. The pump was interrogated and a motor stall was noted in the logs. The pump was replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.